Event description:
It was reported that during the implant procedure, the atrial lead exhibited acceptable sensing of p-waves when tested through the analyzer, however, undersensing was observed after connection to the device. The pocket was reopened, and the lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.